Event description:
A (B)(6) patient received 3.5 mg IV furosemide once while in ed. Upon discharge (3rd year ed) medical resident used the electronic prescribing system to e-scribe the medication. The md prescribed 3.5 ml po furosemide 10 mg/ml, which converts to a dose of 35 mg. The default units in thee-rx system are inappropriately 'ml' volume. Although there is an option for 'mg' but md would need to manually change units. This rx (3.5 ml furosemide (35 mg) was sent to our in-house retail pharmacy. The error was not caught by the retail pharmacy. Upon follow up with retail pharmacy confirmed pediatrics patients have additional workflow steps to check doses (this was missed). This error was identified when the patient presented to the ed to 2 days later as direct admit secondary to missing appointments and has heart failure. It is unclear what clinical decision support the retail pharmacy system has ((B)(6)), however it has also been implicated in numerous medication errors. We are doing a root cause analysis later this month. Error resulted in initial or prolonged hospitalization; temporary pt harm. (B)(6). Submission ID: (B)(4).